Event description:
The complainant reported a patient had impella 5.5 support and during support, the patient had ventricular tachycardia (vt). The impella was deep and the staff pulled the pump back. The vt and alarms resolved. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
B.1 revised due to additional information received. B.5 additional information was received. D.6b explant date was added. D.9 date device returned/information was added. H.6 codes were added due to additional information received. The investigation for the ventricular tachycardia (vt), thrombus, low pump flow, and hemolysis has been completed. As the necessary information was not provided, the root cause of the vt was not determined. As the necessary information was not provided, the root cause of the thrombus was not determined. Data logs were reviewed and the reported intermittent suction alarms throughout the case were confirmed. There were a total of 169 alarms throughout the case and the concentrations do align around the dates they were reported. There are no motor current spikes throughout the case, but the purge pressure is trending up slightly, though never going above specification. Additionally, pump flow rates are unstable and sometimes below specification for the p-level. Particularly during times of many suction alarms, it can be seen that the alarms will abruptly resolve and pump flows will improve - at least for a short period - indicating that the reported blood volume given to the patient improved pump performance. The returned product was investigated and biomaterial was found to be in the pump outlet. The biomaterial was removed and the pump ran in a bucket of water without low flows reproducing. Since there were no motor current or purge pressure spikes during the case, and the biomaterial was clearly contacting the impeller on returned product, the biomaterial likely was not the cause of the low flows. Based on clinical details and data log review, the root cause of the low pump flows was determined to most likely be patient condition. Data log review did not show any abnormalities with motor current or purge pressure during the case, particularly the last few days of support leading up to hemolysis. There are some triggers of position unknown alarms, but none suggesting that the pump is in the aorta or ventricle. There are many triggers of suction alarms, the placement signal is relatively noisy, and pump flows are unstable and sometimes below specification. There was one particular point on (B)(6) 2024 where pump flows significantly dropped and ps spiked over the course of 20 minutes but there was no change in the motor current, p-level, or purge pressure. Finally, as mentioned above, there were several dates that it was reported blood volume was administered and the logs showed suction alarms and pump flows suddenly improve. The returned product did have biomaterial wrapped around the impeller; however, data log review does not suggest that this biomaterial was worsening pump performance during the case based on the motor current and purge pressure stability. Based on clinical details and data log review, the root cause of the hemolysis was determined to most likely be patient condition. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ e.1 added fax number as it was inadvertently omitted from the initial manufacture device report number 1220648-2024-23885.

Event description:
Additional information was received. It was noted that the pump had suction alarms throughout support. One unit of red blood cells and albumin were given to the patient. Furthermore, the patient had hemolysis while on support. Pump repositioning did not resolve the issue. The impella was removed and the hemolysis subsided. Upon removal of the pump, large clots were visualized on the inflow and outflow of the impella. The patient survived the explant.